Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine (60 mcg/ml at 31.955 mcg/day), baclofen (unknown) (40 mcg/ml at 21.303 mcg/day), fentanyl (300 mcg/ml at 159.77 mcg/day), and hydromorphone (15 mg/ml at 7.989 mg/day) via an implantable pump for spinal pain. It was reported that the patient heard the pump alarm due to it being empty.  It was noted the healthcare provider (hcp) had made a mistake and not scheduled her for her refill last tuesday and they did not have the medication. It was noted her medication comes from florida and she had an appointment to get it filled next tuesday ((B)(6) 2021). The patient wanted to know if the hcp could get their medication from somewhere else. Patient symptoms were not reported.